Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to clinic for a normal follow up. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead will be capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient experienced a true vf arrest. The device detected the episode and delivered one high voltage therapy that was unable to convert the rhythm. The device proceeded to detect the ongoing vf episode, however the device alerted for possible high voltage circuit damage and failed to charge for high voltage therapy delivery. The lead impedance was found to be low and out of range. Emergency external defibrillation and intubation were required. The patient was in hospice care at the time of the arrest and was sent to the ICU. It was later noted that the patient was extubated and coherent enough to decide to turn device high voltage therapy off. Review of egms revealed a mixture of vf and lead noise on all three channels. Programming changes were recommended. It was later reported the patient expired. The patient was in hospice care due to end stage heart failure. It is unknown whether the patient expired due to a direct or indirect result of the device failing to deliver therapy.